Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. They appeared to scissor slightly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.